Event description:
It was reported that the 1.5mm hex driver tip was 'sticking' and then broke off in a screw. Surgeon was able to remove the snapped metal and used another driver tip for the remainder of the surgery. There was no reported delay and it was reported the patient remained stable.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.